Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the second firing during a laparoscopic low anterior resection, the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new device, the firing was completed with no problem. The status of the patient is alive with no problem.